Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than four weeks post implant the ventricular lead was removed for an unknown reason. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was a perforation of the ventricular lead. The lead was extracted and a re-implant was performed on the contralateral side.